Event description:
It was reported to philips that system shut down on its own. When booted back up, it shut back down. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency procedure was performed when the issue happened. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system and confirmed the reported malfunction. Upon troubleshooting, found no malfunction. No issues found with the system. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete by restarting the system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.